Manufacturer narrative:
Exemption number e2017014. (B)(4). Root cause : prior to sending an acknowledgment to the outgoing modality that the image has been received, the (B)(6) system relies on a signal from the hardware to ensure that a file is available in the sts (short term storage). A reference with a file name for the image will be added to the database. But the hardware signal "available in sts" does not ensure image being physically written to a hard disc; this signal will already be sent after availability only in the temporary cache. When a different image is received after the system is working again, the (B)(6) will allocate the same file name for the new image, will check that the file name does not exist in the file system and after the signal "available in sts" is received, it will add an entry to the database for the new image. Therefore, the database will end up with having two references for the same image. As long as the new image is physically available in the sts, loading and archiving for both images will be indicated as successful, although a patient data mix-up may have already occurred. This leads to the following results: for the first received series an incorrect image is being displayed (e.g. Wrong examination parameter, wrong body part examination, wrong patient, etc). The image text in this case will not reflect correct information either. For the later received study, the displayed image is correct, impact of the issue for the site in (B)(6) : (B)(4) found images could not be assigned to the correct patients , therefore they posed risk that they will be shown inside a series to which they do not belong. For these "foreign-content-images" in the image sequence inside some series it cannot be completely predicted, how they actually could contribute to a wrong diagnostic decision. In case they would be from a different body region or from a different scanner, it would be clearly obvious that they are wrong. If they are from same body region, then typically these "wrongly inserted" images would have different spatial alignment (because of even slight differing adjustment of the scanning location and parameters) and would cause a "jumping" when scrolling through the series. This is noticable to the user. Therefore the risk is seen as rather improbable that this issue could lead to a wrong diagnosis, an injury (or even death). No harm has been reported from this site, the issue was not detected by the customer but by proactive service action. This report was submitted october 3, 2017.

Event description:
This issue was found during a retrospective review conducted by siemens. During the review a complaint for an issue identical to the previously reported adverse event was identified. After content of the complaint was evaluated, siemens decided to submit an adverse event report. The earlier existing MDR case was internally tracked with (B)(4), and was reported as an adverse event under report # 2240869-2014-00003625. The solution for the reported issue was provided by siemens in 2015. All potentially affected customers were notified about the issue via a customer safety advisory notice (update instruction sy099/14/s) reported under c&r report # 2240869-01/15/15-0002-c (z-1027-2015) in conjunction with software solution (distributed via an update instruction sy004/15/s). Additional software fixes were released via update instructions; · sy0018/15/s (c&r report 2240869-08/12/15-0025-c; z-2719-2015) · sy024/15/s ( c&r report #2240869-02/23/15-0006-c; z-1354-2015) during a site check in (B)(6) ("atrium (B)(6)", (B)(6)), where the (B)(6) server crashed, (B)(4) mixed up images were detected by siemens service personnel (B)(6) 2014. This issue is identical to the earlier case tracked with complaint (B)(4), reported as adverse event under report # 2240869-2014-00003625. For the site in (B)(6) the following was determined : "today we had an unexpected crash at (B)(6). So once the system was ok I runned the query to check for image filename duplicates and we also have here some duplicates, but from the past (B)(6)." (B)(4) additional images with duplicate reference were identified from an earlier crash (B)(6) 2014. . In case of an operating system crash (bluescreen) or an unexpected crash of the (B)(6) dicom services, exactly during work-in-progress of storing received images, it may happen (arbitrarily, depending on the cache behavior of the operating system) that some image filenames which used last before the crash are used again for the next images received after the system resumed working. If this happens, a situation may arise when in the image table within the (B)(6) database two references will be pointing to the same image filename. The reference from before the crash now also points to the image written after the crash, which has content from an examination/patient after crash. These references are unidirectional, therefore no trace back from the image to the patient is possible.